Manufacturer narrative:
H6. Device code 2017- failure to follow steps / instructions. The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, reported difficult to remove from anatomy and difficult positioning appear to be due to procedural circumstances. It should be noted that the instructions for use of states: ¿ do not deflect the sleeve tip more than 90 degree as device damage may occur. Use of damaged product may result in cardiac injury.¿ in this case, it was reported that clip delivery system (cds) was curved more than 90 degrees. The reported user error of curving the cds more than 90 degrees contributed to the reported clip opening. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
This is being filed to report the clip opened while establishing final arm angle during the procedure. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The patient had a small left atrium, resulting in a suboptimal transseptal puncture, with not optimal height. The clip delivery system (cds) was advanced to the mitral valve but because of less height and aortic hugger occurred, a lot of a-knob, m-knob and + knob was applied to achieve a good implanting position. The clip was able to obtain a good grasp. However, the clip opened approximately 20 degrees when establishing final arm angle (efaa). Troubleshooting was performed but was unsuccessful, but because of a very low transseptal puncture it was not possible to retract and replace the clip. The physician decided to deploy the clip, although the final arm angle test failed. After the deployment the clip was stable, but the arm angle was approximately 20 degrees. Unfortunately, the mr in the medial area increased after deployment compared to the completely closed clip. A second clip was implanted central in the a2/p2 was used to complete the procedure. Two clips were implanted reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.